Event description:
Boston scientific received information that this implantable cardioverter defibrillator detected noise on this right ventricular lead. The noise was oversensed which resulted in unnecessary shocks. During a revision procedure it was discovered the lead was fractured and appeared to be isolated to the lead tip. The physician felt this was likely due to axillary venous access site not a lead defect. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and the the device was explanted for normal battery depletion. Should additional information become available this event will be updated. Investigation is complete to date.